Event description:
It was reported that during a nephrostomy tube insertion procedure, a guide wire tip detachment occurred. The lesion was within the soft tissues of collecting sys and renal parenchyma. The nephrostomy tube was inserted successfully. While attempting to withdraw the platinum tip 0.018in guide wire, the guide wire broke at the distal tip. The tip of the wire was retained and left inside the pt without further intervention. It was reported that the "pt experienced no pain as a result of complication." The pt status was reported as "no pain after procedure."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.